Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as a red, irritated rash with puss. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with mupirocin cream prior to sensor insertion, as prescribed by her physician in (B)(6) 2015. At the time of contact, the patient's mother reported issue has been resolved. No additional event or patient information is available.